Event description:
It was reported that after bilateral implant of crystalens at50ao, a yag was performed due to phimosis of the anterior capsule in both eyes. Before any interventions were performed bcdva od was 20/30 and bcdva os was 20/25. According to the surgeon the most likely cause of the event was capsular contraction syndrome. This report refers to the pt's right eye. Please ref MDR #: 2031924-2012-00064 for the os iol.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.